Event description:
It was reported that this inflatable penile prosthesis was removed as when the patient pushed the pump several times, the cylinders will not fill and did not work. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. Were made. The reservoir was visually inspected, and leak tested. The reservoir had wear at a fold in the reservoir shell. The reservoir passed the leak test. The pump was visually inspected, and leak tested. Under microscope observation, contamination, of bodily fluid, was found within the pump. The pump passed the leak test. Due to the contamination, the pump was not functionally tested. The first cylinder was visually inspected, and leak tested. This cylinder had wear at a fold in the middle and proximal end of the cylinder. This cylinder outer tube had holes from wear and fluid loss at a fold in the middle of the cylinder. The second cylinder was visually inspected, leak tested, and pressure tested. This cylinder had wear at a fold in the middle and distal end of the cylinder. This cylinder outer tube had a hole from kink resistant tubing (krt) wear in the proximal end and in the middle of the cylinder. This cylinder passed leakage and pressure tests. Based on the information available and analysis results, the reported inflation issue and mechanical issue were confirmed and the cause was traced to a component failure.

Event description:
It was reported that when the patient pushed the pump of this inflatable penile prosthesis several times, the cylinders did not fill and did not work. The device was explanted and a new inflatable penile prosthesis was implanted. No patient complications were reported.